Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for a ventilator inoperative condition. There was no harm or injury reported. The manufacturer received the device for evaluation and was unable to confirm the customer's complaint. A review of the ventilator's downloaded event log showed no ventilator inoperative codes. "Service required" codes were found in the ventilator's downloaded event log and the device failed a step during testing. The device's dc wiring harness, system board and display board were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.